Event description:
Reportedly, it is not possible to perform an export to paceart format for devices from the reply family that have reached the recommended replacement time.

Event description:
Reportedly, it is not possible to perform an export to paceart format for devices from the reply family that have reached the recommended replacement time.

Manufacturer narrative:
Expertise files analysis confirmed the reported event, which is due to an inappropriate software management of the paceart export function for reply devices that have reached the recommended replacement time.

Manufacturer narrative:
According to the reported information, the reported behavior occurred for devices from the reply family that have reached the recommended replacement time. Therefore, no specific serial number is indicated.

Event description:
Reportedly, it is not possible to perform an export to paceart format for devices from the reply family that have reached the recommended replacement time.